Event description:
Follow up with the physician found that the surgery date was (B)(6) 2011. The patient had severe seizures, ten to twenty times per day. The physician treated this with medications and ketogenic diets with vns. On (B)(6) 2013, the physician decided to turn off the generator due to parents reported that patient cough, phlegm, and seizures were longer. The physician changed the ketogenic dietary and medicines. On (B)(6) 2012, the physician turned on the generator again and kept the current parameter settings. The patient's parents reported that the patient started to sit by himself and was gaining weight. Review of the generator device history records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental manufacturer report #02 incorrectly reported the date when the physician programmed off the device.

Event description:
Additional information was received with the identity of the patient provided by the physician. The patent name provided was implanted with a different serial number per manufacturing records but both patients are patients of the physician. The patient name provided did have high impedance around the same time and the unknown patient but that patient¿s high impedance occurred and resolve on the date of implant. The identity of the patient is still unknown. No addition information had been able to be attained and attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The initial reported inadvertently reported the incorrect event date for the high impedance.

Event description:
On (B)(6) 2012, the physician decided to turn off the generator due to parents reported that patient cough, phlegm, and seizures were longer. The physician changed the ketogenic dietory and medicines.

Event description:
It was reported that the patient information is confidential and if the patient experiences more problems, he will come back to the office for follow-up. No additional relevant information can be obtained.

Event description:
On (B)(6) 2013 it was reported that high impedance was identified during a periodic programming history review for a m102 vns generator serial number (B)(4). There was insufficient data available to perform a battery life calculation for this device. However, there was programming history available from (B)(6) 2012. The last recorded/current settings are 0/30/500/30/180. System diagnostics were available, no normal or magnet mode diagnostics were available in the programming history. On (B)(6) 2012 a system diagnostic resulted in "limit" high lead impedance, dcdc 7. The manufacturing records for the generator were reviewed and the device met all specifications prior to distribution. Manufacturing record for the lead could not be reviewed as the lead product information is unknown. The vns patient to which the device belonged to is currently unknown.